Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the impedance of the right ventricular pacing lead was beyond the expected upper range and there was oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered due to short v-v intervals as well as varying and high pacing impedance on the right ventricular (rv) lead. A fracture was suspected. The rv lead was capped. No patient complications have been reported as a result of this event.